Event description:
It was reported that a flogard infusion pump presented the insert slide clamp alarm. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. The device was visually inspected and functionally tested. A review of the alarm log identified an occurrence of the insert slide clamp alarm, confirming the reported condition. The cause of the insert slide clamp alarm was determined to be an out of calibration slide clamp sensor. To correct the condition, the slide clamp sensor was recalibrated. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.